Event description:
A. What part of the attune femoral impactor (254401006) was broken during impaction? Please refer to the attached image which show the damage to the product. B. Did it break into two or more pieces? Please refer to the attached image which show the damage to the product. C. Date of event: product specialist advised via email on (B)(6) 2021: "I can¿t remember the date now. It happened on the day I sent in the report." D. Lot number: attune femoral impactor (254401006). Refer to attached image which shows the lot number.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The photo available was reviewed, and the attune femoral impactor was found broken in two more pieces. Additionally, a cracked condition was also found. No other anomalies were noted. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral impactor. Broken during impaction. All fragments removed. No surgical delay.